Event description:
Patient reported that the lancet does not retract back inside of the lancet device as expected. Patient did not experience an unintentional puncture as a result. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect device and replacement product was shipped.